Event description:
The patient was experiencing a loss of therapeutic effect and acute pain. The ins helped with her symptoms for the first year after the ins was implanted but then her pain returned. The patient had had several spinal and head surgeries and felt this was the reason the therapy stopped helping. The patient had not used the ins for 2 years and wanted to have the ins removed. They were having difficulties getting insurance to cover the removal of the device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v526911, implanted: (B)(6) 2010, product type lead. (B)(4).